Event description:
The catheter is breaking right at the hub on a pediatric pt. No harm to the pt reported. No add'l procedure needed however to fix the issue, another needle was inserted and 'jerryrigged" to fix the problem. The kid was too unstable to do anything else.

Manufacturer narrative:
Exp date unk as lot # is unk. (B)(4). The device was not returned to assist in our investigation. Per specs, "confirm flare is seated in adapter. Tubing must not turn in fittings. Glue joints must be secure. Confirm flare is not folded over opening in adapter and fitting is secure." No product was returned to assist in our investigation. Quality control verifies that the flare is seated in the adapter and the glue joints are secure. It is possible that the catheter was exposed to forces above what would be expected under typical circumstances. The -imh suffix is now available. The -imh version provides consistently higher tensile forces than the original version. The original version is being phased out pending various global regulatory approvals. Additionally, torque drivers were implemented for the non -imh suffix 8.5 fr and 10.2 fr catheters in (B)(6) 2010 as well. We will continue to monitor for similar complaints. The appropriate internal personnel have been noticed. Per the conclusion of quality engineering risk assessment, further risk reduction will not be initiated at this time.